Event description:
A healthcare professional reported a patient was injected with juvéderm® volux¿ xc into the jawline. Several months later, the patient presented with localized edema and erythema. The filler reportedly looked like acne and pimples and there was palpable fluid. The healthcare professional used a 18g needle to aspirate the area and drained the blood and fluid, some of which the hcp believed was the filler. This procedure was completed a second time a few weeks later. Event status unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.